Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right device migration date of explantation: february 17, 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a 38-year-old caucasian female patient underwent primary breast reconstruction surgery with a 700cc mentor memorygel breast implant and experienced bilateral device migration postoperatively. As a result, the devices will be explanted on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On january 11, 2021, mentor became aware that field d9 device available for evaluation was inadvertently left blank under the previous initial submission. It has been correctly updated to "no" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).